Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.

Event description:
Info received indicates the casters continue to swivel when in brake but the caster wheels will lock.